Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00030 on 15-june-2020. Additional information (11-june-2020): the customer informed siemens that labtech clot activator sample tubes are used for testing. The tubes are centrifuged before testing at 5,000 revolutions per minute for 10 minutes. The customer performed comparison testing with total thyroxine (tt4) and human chorionic gonadotropin (hcg) on two immulite 2000 xpi instruments, and the results were similar but not comparable to the results obtained on an alternate platform. The customer informs the immulite 2000 was not in use for approximately two months, and on (B)(6) 2020, the instrument began testing. The customer noted no issue. Other assays are performing as expected.

Manufacturer narrative:
Siemens filed the initial MDR on 15-june-2020. Siemens filed the supplemental MDR on 01-july-2020. Additional information (03-july-2020): siemens received additional information. The instrument associated with the MDR is an immulite 2000 xpi and not an immulite 2000. The following sections were updated to reference the immulie 2000 xpi instrument. The customer informed the issue started with kit lot: 404 and 408. The customer service engineer performed the following service: decontamination of the system, vacuum pump verified and acceptable, replaced the reagent and sample probes, utilized the preventive maintenance kit to service the system. The customer service engineer ran the "water test pm" diagnostic and quality controls and noted no issue.

Event description:
The customer obtained total thyroxine (tt4) discordant results for three samples on an immulite 2000 xpi instrument. The discordant results were reported and questioned by the physician(s). The customer performed repeat testing on the immulite 2000 xpi, and on an alternate platform. The customer issued a corrected report and informed that the physician(s) accepted the repeat results obtained on the alternate platform. There are no known reports of patient intervention or adverse health consequences due to the tt4 discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that sample tubes were centrifuged for 10 minutes at 5,000 revolutions per minute, before the initial testing. The customer stated that adjustments were valid for the total thyroxine (tt4) kits, and the discordant results, for sample ID (B)(6), displayed a "not found" kit status. A customer service engineer (cse) was dispatched to the customer site. The cse replaced the dual resolution dilutor (drd) seals and springs and verified the alignments of the drd, sample and reagent valves. The cse decontaminated the waste tube and transducer, cleaned the tube lifter, and checked the alignment. The cse noted an uneven stream when testing the reagent probe dispense angle and was informed by the customer that the instrument was not used for two months. The cse verified the performance of the instrument and completed the service. The customer performed tests and noted the assay performance was acceptable. Siemens evaluated the kit status "not found" on results, and noted that it is an indication that the kit was deleted, by the operator, before the test has resulted. Siemens is investigating.

Event description:
The customer obtained total thyroxine (tt4) discordant results for three samples on an immulite 2000 instrument. The discordant results were reported and questioned by the physician(s). The customer performed repeat testing on the immulite 2000, and on an alternate platform. The customer issued a corrected report and informed that the physician(s) accepted the repeat results obtained on the alternate platform. There are no known reports of patient intervention or adverse health consequences due to the tt4 discordant results.